Event description:
Related manufacturer reference number: 3006705815-2022-17165. It was reported the patient¿s ipg reach end of life. It is unknown if it prematurely depleted. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The reported event for ipg end of life (eol) was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.